Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email the device broke in the patient's knee during flexion. The broken part is blocked behind the posterior horn of the internal meniscus, it was impossible to remove it under arthroscopy. No clinical consequence was reported.

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email the device broke in the patient's knee during flexion. The broken part is blocked behind the posterior horn of the internal meniscus, it was impossible to remove it under arthroscopy. No clinical consequence was reported.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the distal tip of the femoral aimer is broken. The laser marking on the aimer is faded but they are readable. This device is made of stainless steel and from past investigations it has been determined that this type of failure can be observed with applying excess force while using the device. Other than this possibility, a root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. Based on the complaint history for this failure, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email the device broke in the patient's knee during flexion. The broken part is blocked behind the posterior horn of the internal meniscus, it was impossible to remove it under arthroscopy. No clinical consequence was reported.